Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. The pt info provided is the average for all the pts. At this time no add'l info was available, add'l info regarding the device, the event and pt outcome has been requested.

Event description:
Literature: holl em, peterson ea, foltynie t, et al. Improving targeting in image-guided frame-based deep brain stimulation. Neurosurgery. Dec 2010; 67 (2 suppl operative): 437-447. Summary: pre- and postoperative stereotactic magnetic resonance images (MRI) were analyzed in 165 pts with parkinson disease (pd). The perpendicular error between planned target coordinates and electrode trajectory was calculated geometrically for all 312 dbs electrodes implanted. Improvement in motor unified pd rating scale iii subscore was calculated for those pts with pd with at least 6 months of f/u after bilateral subthalamic dbs. Reportable event: delayed relocation of the right electrode was performed in one pt (pt 1 of 2) with bilateral pallidal dbs owing to suboptimal clinical response and anatomic location. Repeat postoperative stereotactic imaging was performed after electrode relocation, allowing calculation of the targeting error for the relocated electrode trajectory. See literature article with MFR report # 3007566237201101161.